Event description:
It was reported that there was air present. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted a watchman fxd curve access system in the patient but could not get the correct positioning. The watchman fxd curve was replaced with the watchman trusteer access system. The physician positioned the was in the patient and then inserted the wds. The closure device was deployed in the patient but prior to releasing the device air was noted in the wds. The physician aspirated the air back and removed it from the patient. The physician believe that there was pulling air into the sheaths. The procedure was continued, and the closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.